Event description:
It was reported by the customer that their insulin pump had alarmed no delivery. Customer stated that they have changed the entire set and resolved the issue. Customer also stated they found the cannula bent prior to throwing away previous infusion set. Advised customer to monitor device and contact if issue persists. Customer's blood glucose level was 482 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.